Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw universal ii. Inflation: priority pack. Guide cath: jl 4 - 7 fr. Sheath: 6 fr. Evaluation summary: analysis of the returned stent delivery system (sds) noted the distal shaft was separated 6 mm distal to the guide wire exit notch and was not returned, confirming the reported information. There was a kink in the bayonet 3 mm proximal to the guide wire exit notch, which likely occurred due to handling during the procedure. The separated distal portion of the sds was not returned. The inability to cross a lesion can be affected by numerous factors including, but is not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, it is likely that interaction with the heavily calcified lesion contributed to the reported failure to advance. Additionally, an interaction with the lesion/anatomy during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent interaction of the loose and damaged stent with the calcified lesion during retraction would have then led to the reported resistance. Further manipulation of the sds as resistance was encountered could have led to the shaft separation and ultimately the stent dislodgement. The patient was sent to emergency coronary artery bypass graft (CABG) which removed the dislodged stent and after the procedure had heart failure and was treated with medication. A conclusive cause for the reported shaft separation and stent dislodgement could not be determined; however, the reported failure to advance appears to be related to the operational context of the procedure. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force. All stent delivery systems are 100% visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.

Event description:
It was reported that this was an elective coronary angiography case with nstemi indication. The distal left main (lm) showed 30 % stenosis with calcification, the mid left anterior descending (lad) showed 90 % stenosis, and the left circumflex (lcx) showed an ostial stenosis of 40-50 %. Percutaneous coronary intervention was performed on the lad. Predilatation was performed, but the vessel showed immediate recoil. An attempt was made to stent the lesion with 2.5 x 18 mm mini vision; however, sometime during this attempt resistance was met and the distal shaft separated and the stent implant dislodged at the lm. An attempt was made with a balloon catheter to retrieve the stent; however, resistance was felt and the shaft of the balloon catheter fractured. An attempt was then made to re-cross a guide wire to the lad; however, this was unsuccessful. An intra aortic balloon pump (iabp) was inserted and a surgeon was consulted for an emergency coronary artery bypass procedure. The patient underwent successful surgery of the saphenous vein graft to the lad, which included removal of the dislodged stent. The patient had heart failure post procedure and was treated with medication. No additional information was provided.